Event description:
An error message was reported with the adc device. Customer received an unspecified message and was unable to obtain readings. As a result, customer experienced a seizure. Customer was able to self-treat with novorapid for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an unspecified message and was unable to obtain readings. As a result, customer experienced a seizure. Customer was able to self-treat with novorapid for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Further extended investigation was performed upon the returned sensor and did not observe any evidence of misuses or abnormalities. The patch data was extracted. Glucose solution test was performed to check the accuracy test of the returned patch's reading. No other issues were identified. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.